Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during pumping. The customer¿s blood glucose (bg) level was 150 mg/dl. Reportedly, the customer loaded a new cartridge successfully and continued to use the pump for insulin therapy.